Event description:
It was reported the customer intermittently experienced low blood glucose (bg) levels (46-47 mg/dl). The customer consumed carbohydrates to treat the bg. The cause for the low bg was unknown. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.